Event description:
Customer reportedly received the following results between 4-5 pm on the aviva system within 10 minutes: 88 mg/dl, 268 mg/dl, and 70 mg/dl. The customer reported that he did not take any actions based on these results. Customer stated that he took a fixed dose of 17 units of levemir at 6 pm. The customer reported that he usually takes his levemir at 8:30 pm and he is not sure why he took it early on this day. Customer believes that changing the timing of his insulin caused hypoglycemia. At 7:30 pm the customer experienced low blood glucose symptoms of feeling dizzy, confused, and vomiting. The customer received a blood glucose result of 39 mg/dl on his aviva system. The customer's partner treated him with 2 cups or sugar, juice, and a protein bar. The partner then called the paramedic's. The paramedic's treated the customer with peanut butter and re-tested his blood sugar 15 minutes later. The reading on the customer's aviva system was 60 mg/dl and the paramedics meter was 211 mg/dl within ten minutes. The customer was not transported to the hospital. Return of the suspect device was requested for evaluation.